Manufacturer narrative:
Device eval by MFR: promus element plus,mr,ous 4.00x38mm stent delivery system was returned for analysis. A visual examination found stent struts from the proximal end to the mid-section were misaligned and lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 18-dec-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. Following pre-dilatation, a 4.00 x38mm promus element plus drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion after repeated effort. The procedure was completed with a 4.00 x 32mm promus element plus stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.